Event description:
It was reported that the pt experienced a shocking/jolting sensation following exposure to a theft detector. The pt's device was replaced due to non-functioning. Further information is being requested from the hcp.